Manufacturer narrative:
Serial # added. Device available for eval updated; date returned to MFR added. Device/component codes updated. Device returned to MFR updated; device evaluated by MFR added. Method codes & result codes added; conclusion codes updated. Product evaluation: failure analysis for fiber (B)(4): the glass cap bevel edge and metal cap are not aligned; the glass cap cannot rotate within metal cap; the glass cap exhibits moderate devitrification at output window; the metal cap exhibits moderate charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
Event description updated.

Event description:
It was further reported that the case was completed using an alternative procedure (button electrode).

Event description:
It was reported that the fiber was noted to be end firing during a benign prostatic hyperplasia (bph) procedure. No information was provided regarding how the procedure was completed. Patient outcome: "ok" reported. No patient injury was reported.